Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Furthermore, an onset of damage to the active electrode likely caused by minute device mobility could be observed during investigation, which also goes in line with the received telemetry data showing an increase in hi channels. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Device malfunction. No specific trauma was reported and there was no swelling / inflammation around the implant site. The recipient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Device malfunction. No specific trauma was reported and there was no swelling / inflammation around the implant site. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. No date for surgery has been made available as yet.

Event description:
Device malfunction. No specific trauma was reported and there was no swelling / inflammation around the implant site. Re-implantation is considered.